Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device unavailable

Event description:
During inspection of the cone customer noticed some salience internally (material application). Replacement was available.

Manufacturer narrative:
An event regarding a foreign matter observed involving a metal head was reported. The event was confirmed by mar. Clinician review: clinician review was not performed as there is no indication that the event was related to patient factors. Product history review: review of the product history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there have been no other events for the referenced lot. Conclusions the reported event "noticed some salience internally (material application)" was confirmed. A material analysis was performed on the returned product which concluded that " debris was observed on the taper of the head. Eds showed the head was consistent with astm (B)(4)alloy, and the debris from the taper of the head was consistent with aluminum oxide and iron. A potential source of the aluminum oxide is the slurry from the polishing process of the head."

Event description:
During inspection of the cone customer noticed some salience internally (material application). Replacement was available.